Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The lot number was unknown. The complaint device was received at the service center and evaluated. It was reported that not possible to connect wireless foot pedals with generator. Per service reports, this complaint can be confirmed. It was found during evaluation that the battery tray was corroded and having poor contact. Further, no power to the device. The poor contact in the plug connection corrected and corrosion was cleaned to resolve the issues. After repair, the device was found to be working according to the specifications. Fluid ingress into the device and contact with the battery tray assembly is responsible for the corrosion which is a potential root cause for poor connection and pairing failure and lead the customer to experience the reported failure. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 10/30/2020 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate latvia that the vapr vue wireless footswitch device was not recognized by the generator device. During in-house engineering evaluation, it was determined that the battery tray on the device was corroded and having poor contact. There was no procedure nor patient involvement reported. No additional information was provided.